Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during implantation of a new vns model 105 generator, the generator was not able to deliver the intended current. Adjusting the pulsewidth did not resolve the issue. The patient was implanted with a new model 103 vns generator instead, and the 103 was able to deliver the intended current. The model 105 generator has been returned and is pending analysis.

Event description:
Analysis of the model 105 generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.5ma) with the device programmed to 2.75 ma. However, the measured output signal amplitude (both prior to and after the monitoring test) demonstrates that the generator is able to deliver the programmed 2.75 ma (maximum 11.00 volts (+/- 10%) with 4k ohm load) despite the warning message of a low output condition. Results of monitoring indicated the device was operating properly, the programmed output current measured within limits and showed no signs of variation. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. Other than the low report low output during diagnostics there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Diagnostic values indicated that the output current reported low (2.5ma) with the device programmed to 2.75 ma. However, the measured output signal amplitude (both prior to and after the monitoring test) demonstrates that the generator is able to deliver the programmed 2.75 ma (maximum 11.00 volts (+/- 10%) with 4k ohm load) despite the warning message of a low output condition.